Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was there any patient consequence? If yes: please explain: how was the patient consequence resolved?

Event description:
It was reported that during a laparoscopic hysterectomy, when faced with a large endometriosis, the enseal forceps no longer opened at the jaw and stopped working. Gen11 displayed error screens such as "re-position the jaws" and "reactivate instrument." After several attempts, it was necessary to replace the enseal forceps to complete the procedure. It's unknown whether there were any patient consequences. No additional information is available at this time.